Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. The pt's physician reported that the pt experienced an increase in seizures below pre-vns baseline due to possible battery depletion. Diagnostics performed on the device revealed proper device function. The pt's generator was replaced prophylactically and returned to the MFR for product analysis. Product analysis did not reveal any anomalies that may have contributed to the reported event. The end of service allegation was not duplicated in the product analysis laboratory. If present, an intermittent short-circuit could have potentially contributed to the pt's increased seizure activity, though this activity was still below pre-vns levels.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.